Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. What stapler was used with the reported reload? Were any difficulties experienced with device during initial procedure? Please provide a timeline of events. Were any staple formation issues noted throughout care of patient? What was found during the reoperation? How was the issue addressed in the reoperation? What is the current patient status? The stapler was the pse45a, there was no difficulty or problem with the device, the surgeon is habituated with our material because up to the event it only used ethicon materials, according to the surgeon's reports was not observed with obligation stapler. On the day of reoperation the surgeon reports that there was a fistula in the back of the pouch, he resolved by making a suture in the location and leaving a drain. Days later that patient was reopened again and a prosthesis has been removed and the patient received high home in a good general state.

Event description:
It was reported that the event occurred in the late postoperative period, where there was a need to reopen the patient, who had a fistula in the gastroenteric anastomosis. The problem occurred with the opening of the pouch clamp line with the blue load. A reoperation was required.